Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced restless legs syndrome ("restless leg syndrome") and abdominal distension ("bloating/ I look like I am 4-5months pregnant"). The patient was treated with surgery (removal of essure). At the time of the report, the medical device removal, restless legs syndrome and abdominal distension outcome was unknown. The reporter considered abdominal distension, medical device removal and restless legs syndrome to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New events added: bloating/ I look like I am 4-5months pregnant. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced restless legs syndrome ("restless leg syndrome"). The patient was treated with surgery (removal of essure). At the time of the report, the medical device removal and restless legs syndrome outcome was unknown. The reporter considered medical device removal and restless legs syndrome to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received : new event 'restless leg syndrome' was added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure device in the cul-de-sac') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 810879) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cervicitis, adenomyosis and uterine enlargement. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea"), abdominal distension ("bloating/ I look like I am 4-5months pregnant") and restless legs syndrome ("restless leg syndrome"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, abdominal distension and restless legs syndrome outcome was unknown. The reporter considered abdominal distension, device dislocation, dysmenorrhoea, pelvic pain and restless legs syndrome to be related to essure. The reporter commented: insertion details-essure placed successfully with 8 coils visible on the left, one coil visible on the right. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: benign cervix with chronic active cervicitis. Secretory endometrium. Bilateral fallopian tubes with marked vascular congestion. Essure coil device identified. Most recent follow-up information incorporated above includes: on 29-jun-2021: mr received- lot number added. Event medical device removal updated to pelvic pain. New reporter, dob, lab data, medical history, insertion details, removal details were added. New event added- dysmenorrhea and device dislocation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure device in the cul-de-sac') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 810879) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cervicitis, adenomyosis and uterine enlargement. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea"), abdominal distension ("bloating/ I look like I am 4-5months pregnant") and restless legs syndrome ("restless leg syndrome"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, abdominal distension and restless legs syndrome outcome was unknown. The reporter considered abdominal distension, device dislocation, dysmenorrhoea, pelvic pain and restless legs syndrome to be related to essure. The reporter commented: insertion details-essure placed successfully with 8 coils visible on the left, one coil visible on the right. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: benign cervix with chronic active cervicitis. Secretory endometrium. Bilateral fallopian tubes with marked vascular congestion. Essure coil device identified. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.